Manufacturer narrative:
E1: (B)(6). E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic endoscopic retrograde biliary drainage (erbd) tube placement procedure, the duodenovideoscope was found to have a missing distal end cap after completion of the procedure (when the device was no longer in use on the patient). The procedure was completed using the same device. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6 and h11. The device was not returned to olympus; therefore, the customer's reported malfunction was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.